Event description:
It was reported that the insulin pump had an unresponsive keypad noted during normal device use. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked reservoir tube and a missing end cap sticker.